Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tubes there was discolored/abnormal additive form. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "when checking the products in the warehouse the additives of glucose tubes were clumped . Three boxes were affected."

Manufacturer narrative:
H.6. Investigation: bd received 3 photos from the customer in support of this complaint. The photos were evaluated and show that the additive is present in the tubes and is in a clump at the bottom of the tube. This type of powder can exhibit some "clinging" properties that results in a clump being formed and, this is not an unusual appearance. Additionally, 100 retentions were inspected with no issues being identified. All powder in the retention tubes had the same appearance. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was unable to confirm the customer¿s indicated failure mode because no samples were received at the manufacturing site and the photos do not show the customer¿s failure mode.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tubes there was discolored/abnormal additive form. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "when checking the products in the warehouse the additives of glucose tubes were clumped . Three boxes were affected."